Event description:
The following was reported to hamilton medical ag: te 232035 during start-up.

Manufacturer narrative:
Conclusion of cer 110110: the investigation result is the following: failure mode description: tf 232035, tf232029. Failure effect: alarm visually and audibly. Root cause: defective blower. Correction: blower replaced, no te visible . The blower module has been identified to be the faulty component.